Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported problem, as the camera and focus buttons could not control the focus. The camera was replaced. The system was then tested and verified for use. The camera head involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Upon inspection, mechanical shock was observed resulting in damaged stage assembly.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, that camera head could not focus on the image after pressing the camera clutch and master tool manipulator (mtm). The focus button on the camera head was not functional. The customer replaced the endoscope, however the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the camera cable, and the customer stated the camera cable was tightened. The tse then guided the customer to power-cycle the system, however the issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter, who provided the following additional information regarding the reported event: the customer did not have a backup camera at that time, and they don't have any further information on relevant tests or data.